Event description:
The patient reported that the device has not made the patient feel any better and the patient feels like when the old device needed replacing. It was further reported that the patient has hiccups, chest pain and isn't satisfied with the device. Follow up information was received stating that the patient was seen at the clinic but the information did not indicate that any intervention was done with the device. The device remains in use. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.